Event description:
Caller reported the following results obtained on the aviva system within 10 minutes: 485 mg/dl, 99 mg/dl, and 162 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.